Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. Aneurysm and vessel morphology were not reported. It was reported that approximately two months post implant (exact date is unknown) the patient presented emergently with bilateral limb occlusions. It is unknown which stent grafts were occluded as there was overlap between the stent graft components. It was also reported that the physician could not confirm the cause of the occlusion and had attempted to address this previously but was unsuccessful; therefore, the decision was made to explant the stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (arterial occlusion, stent graft occlusion); lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).